Manufacturer narrative:
Date of submission 11/08/2017 the device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: during investigation, the battery compartment and cap were undamaged and were able to fit. The pump powered up with auditory and vibratory alarms to a blank display. The call service alarm issue complaint was unable to be adequately investigated due to the blank display. The pump was opened to find a cracked eeprom component. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.